Event description:
It was reported that the patient deceased. The cause of death was cardiac with issues of atrial fibrillation and coronary artery disease. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient deceased. The cause of death was cardiac with issues of atrial fibrillation and myocardial infarction. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.